Manufacturer narrative:
(B)(4). The subject device is not available to be returned for evaluation.

Event description:
It was reported that this patient with a 25mm bioprosthetic aortic valve, implanted for approximately 12 years and six (6) months, underwent a redo aortic valve replacement due to structural valve deterioration (leaflet tear) leading to severe aortic insufficiency. As reported, the valve had a leaflet tear between the non-coronary and left side. The valve was explanted partially removing the leaflets and posts, leaving the ring implanted. A 23mm edwards bioprosthetic aortic valve was implanted successfully as replacement. The patient was hospitalized in good conditions.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic valve, implanted for approximately 12 years, underwent a redo aortic valve replacement due to structural valve deterioration (svd). The leaflets and posts were removed, leaving the ring in place. An edwards surgical valve was implanted successfully. No additional details were provided.